Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 2 months following the implant of a transcatheter valve, possible endocarditis was observed and the patient was hospitalized. A computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. Additionally, possible thrombus/pannus formation inside the valve frame. Per the physician, the valve did not cause or contribute to the endocarditis.

Manufacturer narrative:
Image review: one computed tomography (CT) scan video clip was provided while scrolling through the aortic root with the valve. Imaging contains motion artifact. Patient is reported to have a 29mm valve implanted on (B)(6) 2018. Severe calcification was seen in all native cusps outside valve frame. The valve appears under expanded. The implant depth is approximately 3.3 mm under the non-coronary cusp (ncc), 4.7 mm under the right coronary cusp (rcc), and 6.2 mm under the left coronary cusp (lcc). Possible halt/plaque/thrombus was seen inside the valve frame. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was implanted in the patient's native annulus, and endocarditis was confirmed. Subsequently, antibiotics were administered.